Event description:
Explant of sound processor to support treatment of infection. Initial implant (B)(6) 2011.

Manufacturer narrative:
Pt is awaiting repeat implantation. Nonrelated concomitant health issues causing a delay. Note: late filing of report as per discussion with MDR branch (B)(4) 2012.